Event description:
It was reported that a (B)(6) patient with multiple myeloma underwent a kyphoplasty procedure on level t9. One day postoperatively, an x-ray revealed cement extravasation superior to level t9. There were no patient complications. No add'l info was reported.

Manufacturer narrative:
Method - device not returned, f/u with rep.